Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set separated the following information was received by the initial reporter with the following verbatim. It was reported by customer that after priming primary IV line, it came apart in my hands into two pieces. The tubing became disconnected at the part of the line that goes into the pump.

Event description:
No additional information.

Manufacturer narrative:
It was reported that the set separated below the pump safety clamp. One sample model 2426-0007, lot 24109080 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from the pump safety clamp. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause of separation between tubing and lower fitment could be related to an incorrect solvent application by the assembler. No additional actions were taken since reported. The sku reported on this complaint will be created at a different manufacturing plant.